Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged and was pulled back into the rv apex. As well, the lead exhibited high thresholds and intermittent capture at max output. The lead was initially reprogrammed and later repositioned. The lead is still in use. The patient's right atrial (ra) lead also dislodged and was pulled back into the superior vena cava (svc). The lead exhibited phrenic nerve stimulation. The lead was reprogrammed off and later repositioned. The lead is still in use. No patient complications have been reported as a result of this event.